Manufacturer narrative:
Event date: the exact date of the event is unknown, event occurred in 2020.

Event description:
It was reported that following the previous non device related surgeries, the patient began to experience an increase in charging frequency. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was kept by the medical facility.